Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 142.3 mmol/l. The sample was repeated twice with results of 151.1 mmol/l and 142.5 mmol/l. On (B)(6) 2020 patient 2 initial result was 137 mmol/l. The sample was repeated twice with results of 143 mmol/l and 142 mmol/l. On (B)(6) 2020 patient 3 initial result was 146.5 mmol/l. The sample was repeated twice with results of 141.6 mmol/l and 141.7 mmol/l. On (B)(6) 2020 patient 4 initial result was 140.4 mmol/l. The sample was repeated twice with results of 137.8 mmol/l and 139 mmol/l. On (B)(6) 2020 patient 5 initial result was 141.3 mmol/l. The sample was repeated twice with results of 137.8 mmol/l and 141 mmol/l. On (B)(6) 2020 patient 6 initial result was 137.5 mmol/l. The sample was repeated twice with results of 134.1 mmol/l and 137.2 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.